Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue; a cracked battery compartment with intermittent power loss. The reporter denied that there was damage to the battery cap and denied moisture in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-mar-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. The returned battery cap was found to have stripped threads was unable to fit securely to power on the pump, duplicating the no power issue. The pump was found to power on with a test battery cap and was exercised for 12 hours with no power interruptions occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.